Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: a visual inspection of the pump revealed moisture damage observed behind the display lens. The battery compartment had multiple cracks. Leak testing revealed pump leaks. The pump failed to power on and further testing was not able to be performed. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.